Event description:
A healthcare professional reported that they had complications with using juvéderm® voluma¿ xc and the hcp is requesting assistance on the rare complications. No further information provided. Additionally, the healthcare professional reported that the patient was injected with juvéderm® volux¿ xc in the jawline and chin. After a week of the injection the patient began experiencing swelling and soreness along the right mandible. The original injector dissolved the area and advised the patient to take aspirin. It was not a vascular occlusion. Five to six days after the area was dissolved there was a noticeable difference between the right and left sides in terms of swelling/inflammation. A potential filler infection was considered, and the patient was prescribed to start with ciprofloxacin and clarithromycin. There was some relief with taking these antibiotic combinations. However, a week later there was an infection which was no longer limited to the right jawline and had spread to the chin. A needle aspiration was performed, and pus was obtained. Hyaluronidase was used to dissolve the chin and the right haw areas as well. The patient reported mild improvement in symptoms but continued to experience throbbing and itching in the chin. On the last day of the week there was an obvious abscess noted. The patient went to the ER for incision and drainage (I&d) and received IV antibiotics and returned to the ER for follow-up. The hcp reached out to the patient recently and they are doing much better.

Manufacturer narrative:
Clarification to e.1. Address 1: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.